Event description:
Customer reported receiving innacurate erratic readings. In blood glucose tests, customer received readings of 50, 422 and 200 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the 'c' zone showing the difference in values to be significant. There was no report of death, seroius injury or mistreatment associated with this event.